Manufacturer narrative:
The insulin pump passed all functional testing including idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump was returned with a energizer alkaline battery. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Data analysis: there is no data listed for the date of (B)(6) 2017 due to insulin pump was returned with a depleted battery installed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had trouble with her blood glucose; she would have readings of 60 mg/dl and her blood glucose kept dropping so, the customer would checked it five to six times a day. The caller stated that the customer passed away on (B)(6) 2017, in the ambulance, on the way to the hospital. The cause of death was heart failure. The caller stated that the customer was sick for three weeks, had a cold or the flu, was coughing and got weak; the last week of her living she was so weak that she could not stand up. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure whether the customer used sensors or not. The caller agreed returning the insulin pump for analysis.